Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon examination, the atrial lead was dislodged and exhibited an undersensing issue. It was also observed that the lead was inappropriately capturing the ventricular channel when pace the atrial channel. The atrial lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.